Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was started with tandem technical support; however, customer was unable to complete check at time of call. Upon follow up from technical support, customer declined to continue troubleshooting. There was no adverse impact to customer's blood glucose. No additional information was provided.